Manufacturer narrative:
The unit passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery alarm, and displacement tests. The unexpected restart error alarm occurred after a battery change due to a broken solder joint on the interface board. The settings on the unit and time/clock reset during the battery change due to the unexpected restart error anomaly. No countdown, beeps, or black screen were noted. There was no signal too low alarm. The following physical damage was noted: scratched lcd window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was 362 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery; then multiple unexpected restart errors and signal too low alarms occurred. The insulin pump was returned for analysis.